Event description:
It was reported that a patient had a bilateral pne procedure, and during recovery the patient was unable to feel stimulation on both leads. The physician ordered an x-ray, which showed the leads had come out of the foramen and were sitting in their subcutaneous tissue. It was assumed by the physician that the leads had migrated when the patient was being transferred. The patient is not scheduled for a stage 1 procedure, and the physician has elected to go with medtronic product for the patient. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a bilateral pne procedure, and during recovery the patient was unable to feel stimulation on both leads. The physician ordered an x-ray, which showed the leads had come out of the foramen and were sitting in their subcutaneous tissue. It was assumed by the physician that the leads had migrated when the patient was being transferred. The patient is scheduled for a stage 1 procedure, and the physician has elected to go with medtronic product for the patient. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "device - migration, inadequate stimulation" which is addressed in the product labeling documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.